Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2018-13478. It was reported that the patient was experiencing ineffective stimulation due to possible lead migration. Imagining tests confirmed possible lead migration. Surgical intervention may be taken at a later date to address the issue.

Event description:
Device 1 of 2: reference MFR. Report: 1627487-2018-13477 , 1627487-2018-13478 . It was reported that surgery took place to explant and replace the leads, which addressed the issue.